Manufacturer narrative:
To date, medtronic has been unsuccessful in reaching the article's author contact. Based on the content of the article, there was no information as to which devices were associated with the adverse events. A device history records review could not be performed, as the device serial numbers were not provided. Based on the limited information received, a root cause cannot be determined.

Event description:
Medtronic received information from a journal article that examined perioperative and postoperative complications associated with patients who underwent implant of a model of this aortic root bioprosthesis. The article reviewed outcomes with this model aortic root bioprosthesis and another manufacturer¿s device from a total of 995 implants from a single medical facility over a six-year period. The article¿s findings included reviews of the patients following implant, initial follow-ups from three to six months, with subsequent follow-up at one year and annually thereafter. The study population included 807 patients (56% male, with an average age of 71) who were implanted with a model of this bioprosthesis. The clinical outcomes/complications included: ¿ 15 perioperative deaths, six of which were classified as valve-related; ¿ 10 late deaths, seven of which were classified as valve-related; ¿ eight post-operative strokes, with ten additional undetailed strokes noted; ¿ 10 post-operative transient ischemic attacks (tia), with four additional undetailed tias noted; and ¿ three perioperative myocardial infarctions and one late myocardial infarction. The article also noted the following percentages of aortic insufficiency at the respective follow-up time periods: ¿ no insufficiency: 63% postoperative, 57% at 3-6 months, 56% at one year, and 82% at two years; ¿ grade 1 (trivial/mild): 36% postoperative, 41% at 3-6 months, 41% at one year and 18% at two years; ¿ grade 2 (moderate): 0.3 postoperative, 1.3% at 3-6 months, 2.6% at one year; and ¿ grade 3 (moderately severe): 0.3% postoperative, 0.9% at 3-6 months. (There were no indicated observations of grade 2 insufficiency at two years or grade 3 insufficiency at one or two years.) The article noted that the patients with an implanted model of this device were a higher risk population than the comparative patients with another device, and that there were no meaningful differences in the morbidity between the two groups studied. The article also indicated that the operative mortality of stentless valves appeared to be lower than the mortality associated with the use of a conventional device. The article reviewed outcomes with this model aortic root bioprosthesis and another manufacturer¿s device from 995 implants from a single medical facility. The article¿s findings included reviews of the patients following implant, initial follow-ups from three to six months, with subsequent follow-up at one year and annually thereafter. The study population included 807 patients (56% male, with an average age of 71) who were implanted with a model of this bioprosthesis. As the dates of death were not reported, the date of death entered in this report to facilitate the report submission represents the first of the year of the beginning of the six-year study period.

Manufacturer narrative:
An attempt to contact the article¿s corresponding author for additional details regarding the devices and patients was unsuccessful. Without identifying information for the device, medtronic¿s complaint database could not be searched to determine if these events had previously been reported. The database review showed that this article was not previously received and no previous report has been submitted. A supplemental report will be filed when the investigation is completed. (B)(4) . Clinical and hemodynamic comparison of the medtronic freestyle and toronto spv stentless valves authors: dario f. Del rizzo, m.d., ph.d., and ahmed abdoh, m.b., ph.d. Journal of cardiac surgery j card surg 1998; 13:398-407 published: september 1998 published online: july 26 2007 doi: 10.1111/j.1540-8191.1998.tb01103.x.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.